Event description:
Per the clinic, the patient experienced dizziness, high in impedence and poor speech perception. Subsequently the patient was treated with steroid (date and duration not reported) which initially alleviated the symptom. Despite this, the patient continued to experience dizziness, poor device performance, and facial nerve stimulation. An open circuit was subsequently identified. Re-programming attempts were made to resolve the issue. The implanted device remains.